Manufacturer narrative:
(B)(4). Per the customer, the sample was not available and the lot number was unknown. Therefore, no evaluation or batch review could be performed. The problem was not confirmed and the root cause was undetermined. A follow-up report will be filed if any relevant additional information becomes available.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2367, which occurred on the homechoice (hc) machine during peritoneal dialysis, patient connected in initial drain. The baxter technical service representative (tsr) asked troubleshooting questions but could not determine a cause for the se. The tsr explained that there was a possible introduction of air in the lines and advised the home patient (hp) to complete therapy with new supplies and contact their registered nurse about the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.